Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:02:59. During night drain cycle four, the patient's ultrafiltration reading was 1299ml, indicating the home patient drained 1299ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). Additional method code: 3372. Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be an insufficient drain due to one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.